Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. The plunger, which deploys the locator wings, was "cycled and wiggled," which freed the device for removal. When the device was removed, the starclose se device clip was noted deployed in the intended location and achieved hemostasis. There were no reported adverse patient effects. Though requested, n additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed. The locator wings were bent, which prevented them from fully collapsing into the delivery tubeset during clip deployment and directly resulted in the difficulty encountered during device removal. The returned condition is consistent with use of the access ports to unlock the thumb advancer and clip delivery tubeset; however, the thumb advancer was not manually retracted as outlined in the instructions for use. Based on the investigation, the probable root cause for the bent locator wings, which directly resulted in the difficulty encountered during device removal, is tissue compaction that exerted a distal force on the locator wings while in the tissue tract. Tissue trapped between the distal end of the clip delivery tubeset and the locator wings can bend the locator wings and interfere with clip deployment. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.